Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead exhibited low impedance. The lead was removed but not replaced. No patient complications have been reported as a result of this event.